Event description:
(B)(6). The customer's mom states that the customer was diagnosed with diabetic ketoacidosis, and that she is being treated through injections of insulin at this time.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. No malfunction or other product condition that would have contributed to the reported diabetic ketoacidosis, hyperglycemia, vomiting, and hospitalization was found. Lot qualification records were reviewed, and the product lot met all acceptance criteria.